Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely and was unable to obtain sensor readings. The customer experienced sweating, blurred vision, and a seizure however, the customer was able to self-treat with food and dextro. There was no report of third-party medical treatment and no further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely and was unable to obtain sensor readings. The customer experienced sweating, blurred vision, and a seizure however, the customer was able to self-treat with food and dextro. There was no report of third-party medical treatment and no further information. There was no report of death or permanent injury associated with this event.